Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was repositioned on (B)(6) 2010 due to varying sensing and capture values. On (B)(6) 2010, the lead was explanted and replaced due to dislodgement.